Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia. The customer stated that she had changed her infusion set two hours prior to the event. The customer also stated that she wears her infusion set for 4 days. It was explained to the customer that infusion set should be worn for only 3 days. Programming was correct. Nothing further was reported.